Manufacturer narrative:
The technician found pins were broken on the communication cable connector. He replaced the communication cable to repair the bed.

Event description:
Information received indicates the nurse call is not working.